Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3 889-28, lot# va07xn0, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
On 2014-02-05 the consumer reported that they asked patient services if they could turn her therapy off. The patient did not have her patient programmer. The patient had been 'going crazy with sciatica'; patient had neuropathy from the waist down and everything from waist down was numb, 'not totally numb but numb'; she walked like a zombie through the house. The patient was not supposed to bend down and therefore she did not really look for her patient programmer. It had been a day or two since she was not able to find her patient programmer. The patient stated she knew patient programmer was around and she would find it. The hcp (health care provider) had her stim at 1.2 volts and she had it at 3.5 volts. The patient's therapy had not worked in weeks. It worked when she was out shopping or walking around but when she was at home and when she felt it, if she does not get to the bathroom in 30 seconds she leaked. The patient felt stim when she did not need to feel it. After she went to the bathroom she felt stim stronger. The patient noted a lot of it had to do with her neuropathy. The patient planned to have a spinal cord stimulator implanted soon because she had sciatica. The patient noted when she got the permanent implant she was told that she was not supposed to feel it except when she had to go to the bathroom. The patient felt stim now. When the patient was out shopping or walking around she could get to the bathroom in time. At home, it can take her 5 min to get off the bed. The patient stated : "there are nights when I get up during the night to go, just like before I had it, the minute I stand up-gush". There are nights where she does not have to get up during the night. The patient felt normal stim like she wanted. But after she went to the bathroom she felt it very strong. The patient felt it when she was laying down. The patient noted it worked for about a month and she was doing good, then for a week or two it would stop, then it would be ok. As time went on, the leaks had gone bad. The patient had no falls. The patient noted hcp only put one program in instead of 4. On 2014-02-10, additional information received from an outpatient note, dated (B)(6) 2013, noted that when the patient was seen on (B)(6) 2013, the patient was going every one and a half hours and still had some leakage 3 out of 4 times. The patient also had a decrease in her urine output. The patient felt like she was retaining urine. A post void residual was done at that visit on (B)(6) 2013, which was zero. The patient was instructed to keep a voiding diary, which she did from (B)(6). The patient stated that over the last several weeks she had noted a decrease in her overactive bladder, urgency and urge incontinence episodes. During the 3 days she only had 3 episodes of incontinence, 2 when pulling down her pants while in the restroom and one on the way to the restroom. Last night she had 3 episodes during the middle of the night that when she got up, as soon as she got out of bed she leaked urine. She had an epidural for pain management yesterday afternoon. This happened in the past when she noticed her symptoms were worse after the epidural placement. The patient stated that she was not feeling the stimulus , but states that she was told she should not feel the stimulus at all. She was not having any episodes of fecal incontinence. Electrode mapping was done. The patient was able to feel the stimulus in the perineal/vulvar area. During the electrode mapping, a lot of the combinations were felt more rectal and up into her tailbone. The reporter also decreased the pulse width and the rate to get the stimulus more confined to the perineal area. The patient was feeling it comfortably. The patient was advised to wake up each morning and make sure she was feeling the stimulus comfortably. If she was not feeling the stimulus, the patient was advised to increase the amplitude or if it was uncomfortable to decrease the amplitude. They planned to give the reprogramming 2 weeks to see if it controlled the patient's symptoms better. On 2015-07-24, additional information received from the consumer reported that the patient spoke with the rep in (B)(6) of 2015 and scheduled for him to be at her appointment for re-programming on (B)(6) 2015. She called the rep on the morning of 2015-07-24 and he was on vacation. She called a different rep and left a message asking if she was going to attend the appointment. The event reported was a lack of effect at night that was occurring daily. No falls/trauma were reported that could be related to the issue. The stim event was not related to positional movement. There was no recent medical test or electromagnetic interference (emi) environmental exposure. The patient was told by a rep that the therapy should work night and day and that there was more than one program they could try. She was given two unsuccessful treatments of urodynamics and was started back on oral medication, myrbetriq. Their last reprogramming was done on (B)(6) of 2014. The patient was going to follow-up with their hcp. It was a gradual change in therapy/symptoms. T he issues began when another device from another manufacturer was implanted for sciatic pain. The device helped her sciatics but not her hip pain and she needed hip replacement soon. She was assured that the pain device would not interact with her device for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The rep was going to meet with the patient on (B)(6) 2015 and reprogram the device. The patient would also be seeing their hcp at this time. No outcome or intervention was reported regarding this event. If additional information is received, a follow-up report will be sent.